Event description:
It was reported that multiple alerts were received when interrogating this implantable cardioverter defibrillator (ICD) system. There was a code 1004 indicative of short circuit during shock delivery. The patient received multiple shocks that were undetermined if appropriate or not. Technical services (ts) advised replacement of device and right ventricular (rv) lead. It was noted that further testing will be performed during next clinic visit. No adverse patient effects were reported. Currently, this lead remains in service.